Manufacturer narrative:
It was reported that the cover separated from an f generation light. The light head reported is within the scope of (B)(4) and will be handled accordingly. There was no patient involvement, no injuries, no adverse consequences or delay. Per (B)(4), the severity is s0.

Event description:
It was reported the light head dome covers in cvor w has popped off and needs to be replaced. It was further reported the correct location was cvor x. There were no reported injuries or adverse consequences.